Event description:
Customer hospitalized for high bgs. They were off the pump prior to the call and reverted to manual injections. Trobleshooting was performed. The insulin exited during the prime. It was stated that pt was placed back on the pump. Their bgs rose again. Customer was disconnected from the pump and their bgs came down.